Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Per the rdf, the customer entered multiple donor values before the selected product was made available. The original donor values were: female, 60", 200 lbs, platelet precount: 230x10^3/ul. The operator made 5 modifications to the donor values before the selected product was available. Final donor values used were: female, 62", 225 lbs, platelet precount: 240x10^3/ul. The donor would not have qualified for the procedure with the original donor values due to procedure time. Root cause: a higher-than-actual donor weight was entered for the procedure, resulting in a collection for which the donor should not have qualified based on infusion rate.

Manufacturer narrative:
A preventive maintenance was conducted on the machine and the device was found to be operating as intended. Re-training of the operator was recommended, regarding the multiple donor value adjustments in order to qualify the procedure. The customer stated that they would handle the matter of re-training. No further information about the retraining was provided by the customer.

Event description:
The donor's age was not provided by the customer. The donor did not require medical intervention and is in healthy, stable condition.

Manufacturer narrative:
Investigation: the customer stated that they do not weight their donors. Calculation of ac infusion rate for procedure and original donor values indicate that donor ran atrate of 1.1 ml/min/l which exceeds the max limit for a 120 minute procedure. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported an incident of data input error in the trima system. The customer entered the donor's weight as (B)(6) when the actual weight is (B)(6). Patient (donor) outcome is unavailable at this time. Patient (donor) age is unavailable at this time. Donor full identifier: (B)(6).